Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer-reported complaint. The medium-large clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests, but it was unable to release the clip as commanded. During the investigation, it was observed that the instrument had a broken input shaft. Specifically, input disk #7 was found broken into pieces inside the housing.

Event description:
It was reported that during a da vinci-assisted pediatric surgical procedure, the medium-large clip applier would not release the clip from the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument, when inspected prior to use, had no noticeable damage. A medium/large hem-o-lok clip was used and the incident occurred after it was clipped onto a vessel. They had trouble getting it to release. The clip was the correct size for the vessel because once a new clip applier was obtained, they were able to continue clipping vessel without incident. Tthe procedure was a choledochal cyst excision.